Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not accept the battery because the battery cap was not close. Customer stated that battery cap was not seated firmly and the insulin pump had crack on the battery compartment. Customer stated that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose level was 800 mg/dl. Customer was in intensive care unit on (B)(6) 2022. Customer reported symptoms such as nausea, vomiting, abdominal pain. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.